Event description:
It was reported that a user discontinued ilet pump therapy and requested a return after experiencing a prolonged hypoglycemic event while using the device, with self-reported blood glucose dropping below 40 mg/dl for several hours and no involvement of third parties or healthcare providers. Symptoms included hypoglycemia. Outcomes included self-treatment with oral carbohydrates and subsequent recovery without hospitalization or long-term sequelae, followed by a transition back to multiple daily injections. Investigation included customer outreach and case review to understand event circumstances. Investigation of this case revealed no reported device alarms and no device malfunction identified, with the cause of hypoglycemia remaining unclear. It was concluded, based on previously established findings for similar reports, that the cause was undetermined.

Manufacturer narrative:
This report is being submitted following retrospective review of historical rga returns conducted during quality system remediation. The device may have been returned under the prior rga process, not designating the associated complaint and is no longer available for physical evaluation. A retrospective complaint evaluation and MDR assessment were completed using available information and documentation. Procedures have since been revised to require complaint/MDR screening and appropriate device retention, when complaint returns are received.